Event description:
It was reported the patient had the plate and screws implanted. The patient returned to the doctor, after having been in a fight, and it was noticed the plate was broken. The dates when the plate were implanted and explanted are unknown.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.